Event description:
It was reported the patient is unable to increase her stimulation coverage. An evaluation of the patient's scs system revealed auto-reducing and diagnostic testing revealed high impedance readings on all of the patient's lead contacts. X-rays were ordered. Follow-up information revealed the patient will undergo surgical intervention as the next course of action.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow-up information revealed the patient underwent surgical intervention on (B)(6) 2015, where her lead was explanted and replaced.